Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded and relaxed. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 2mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08apr2020. It was reported that the tip was bent. The target lesion was located in the right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the tip of the balloon was bent and could not cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient was stable. It was further reported that the device was removed intact and there were no device fragments left inside the patient's body. However, device analysis revealed a pinhole leak at 2mm distal from the proximal markerband.